Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. ¿ what is the procedure date (dd/mm/yyyy)? - (B)(6) 2023. ¿ what date did the reaction occur on (dd/mm/yyyy)? - after 23 days of procedure. ¿ what does the reaction look like and how large of an area does the reaction cover? - on the both side of knee on the site of knee wherever our product used also photo. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. - only prescription medication. ¿ if medication was required, please clarify if it was prescription strength. - as follows ¿ given the antibiotics clavam 625mg tid & anti allergic allegra 120mg od. ¿ what is the most current patient status? - shown allergy & inflammation skin condition that causes blisters and itchy skin. ¿ was prineo / dermabond or skin adhesive used on the patient in a previous surgery or wound closure? - no. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No product available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2023-08776, mw# 2210968-2023-08777. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a bilateral total knee replacement on (B)(6) 2023 and topical skin adhesive was used. Dust and dirt accumulated on the site where the product was applied, patient is facing allergy at the site. Black shade on skin after using adhesive. Patient having allergy at the applying site, patient creates anxiety and panic at visit. Allergy & inflammation skin condition that causes blisters and itchy skin. Treated with antibiotics clavam 625mg tid & anti allergic allegra 120mg od, additional information has been requested.